Event description:
It was reported that the 9600 system locked up and shut down during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The fan power switch circuit was reset during the service call. The system was tested and found to be working as intended, and put back into service.